Manufacturer narrative:
Concomitant medical product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-25, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (dose; 250 mcg (also reported as 229 mcg/ml), concentration; 950 mcg (also reported as 2500 mcg/ml) and dilaudid (125 mg/ml, 11.5 mg/day) via an implantable pump for intractable spasticity, other spasticity and non-malignant pain. On (B)(6) 2018, the patient was scheduled for a catheter revision due to decreased efficacy of therapy. During the revision, the catheter was found fractured between the v-wing anchor and pin connector. The pin sleeve was found as a powdery substance (also reported as the sleeve for pin connector was dissolved). The catheter was revised. The issue was resolved at the time of this report. There were no reported environmental, external or patient factors that may have led or contributed to the issue. There were no reported diagnostic or troubleshooting performed.